Event description:
This complaint is now reportable based on the analysis completed on 06/29/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the left anterior descending (lad) artery. The procedure was completed with another taxus liberte drug eluting stent. No pt complications were reported. Pt status reported as "satisfactory/good." However, the returned product analysis confirmed stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device analysis could not identify if any issues existed with this device that could result in the difficulties that were experienced by the physician during the use of this device. Device analysis found that the proximal section of the stent was pulled distally along the balloon resulting in the stent bunching up at the center of the balloon. It is not possible to determine if any issues existed with this device that could contribute to the stent damage. The root cause of the initial difficulties that were experienced by the physician during the attempts to cross the lesion with this device could not be identified. It is noted that no complaints have been received for this batch number. A review of the mfg record for this batch number shows that the device met its material, assembly and product specifications.